Event description:
A hosp reported via a distributor that an mr290hfv humidification chamber cracked when used in conjunction with the sensormedics 3100b ventilator. The hosp further reported that the pt 'was getting very sick during the change' to a replacement chamber.

Manufacturer narrative:
The subject chamber was discarded by the hosp and is accordingly not available for investigation. In order to further assist in our analysis of this incident, fisher & paykel healthcare ('fph') has raised an inquiry to obtain further info with regard to the circumstances surrounding the event, pt's status, equipment set-up and settings and how the device was stored and used. We are currently awaiting a response to our request for add'l info. We are unable to perform a lot check as no lot info has been provided. The chamber crack has most likely resulted from oscillatory stresses induced by the sensormedics 3100b high frequency ventilator. A CAPA was recently initiated to further investigate the problem of cracked mr290 chambers when used in conjunction with high frequency oscillatory applications, in particular use of the mr290hfv chamber with the sensormedics 3100b ventilator. We will provide a f/u report upon receipt of the info requested and completion of our analysis. Our monitoring and trending of events involving mr290hfv chamber cracking in applications involving the sensormedics 3100b ventilator has a rate of occurrence worldwide in the last year to 2008.